Event description:
It was reported that inappropriate shock was delivered for sinus tachycardia. The physician elected to change medication rather than reprogram the device. It was not confirmed if the mediation was changed. The patient is in stable condition. No further information was provided.